Manufacturer narrative:
The device was returned and an evaluation confirmed the complaint. Visual inspection revealed water damage to the pneumatic block and that the pneumatic block was disconnected from the main circuit board. The pneumatic block was replaced to address the issue. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf147 and sf218) related to the main blower and an error message related to pressure measurement. The device was not in patient use when the reported event occurred.

Event description:
It was reported to resmed that an astral device displayed error messages (sf147, sf101 and sf218) related to the main blower, pressure measurement and a main circuit board error. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported sf101 and sf218 were due to contamination while the sf147 was due to operator error. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).